Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and alarm will not function. The key failure is the valve is leaking. Additional malfunction is the power switch has no alarm.